Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a y-type blood solution set cracked and subsequently leaked. During patient blood transfusion, the lower part of the spike that connected with the clear part of the tubing cracked and the blood started to leak. It was further reported there was no blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.